Event description:
It was reported that the customer had a no delivery alarm and battery failures. The customer's blood glucose level was unknown mg/dl. The customer was transferred to help line for further assistance. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.